Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that ever since implant their implant has not been working very well. Caller stated that they are constantly having to charge the implant and the controller. Caller added that since implant they have not been feeling stimulation on both sides of their body, only on the left side. Caller noted that their friend who has the same device has a program where they can feel stimulation on either side or both sides. Caller added that their friend only has to recharge their stimulator ever 2 weeks, but their implant has to be recharged every 9 hours. Caller stated they think their stimulator is malfunctioning. Agent reviewed recharge frequency information with caller. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.